Manufacturer narrative:
Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device migrated. This embold fibered device was selected for use and during the procedure the coil stretched. It was noted that after reviewing images, sizing was not properly completed for the target location and that the coil migrated to a nearby vessel where it remained. It was noted that it was not ideal but was in a safe location. There were no patient complications as a result of this event.